Event description:
It was reported that the image on the 9900 system was out of focus prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.